Event description:
Reportedly, on (B)(6) 2014, patient came to scheduled follow-up where the physician observed very high battery impedance. According to the physician there was a communication break down during threshold testing. From this time point on it was no longer possible to interrogate the pacemaker. The device was explanted and will be returned for analysis. Another device was implanted. It was reported also that follow-up data from 2013 predicted a much longer remaining battery lifetime than one year.

Event description:
Reportedly, on (B)(6) 2014, patient came to scheduled follow-up where the physician observed very high battery impedance. According to the physician there was a communication break down during threshold testing. From this time point on it was no longer possible to interrogate the pacemaker. The device was explanted and will be returned for analysis. Another device was implanted. It was reported also that follow-up data from 2013 predicted a much longer remaining battery lifetime than one year.

Manufacturer narrative:
Preliminary analysis of the returned device confirmed it operated as specified.

Event description:
Reportedly, on (B)(6) 2014, patient came to scheduled follow-up where the physician observed very high battery impedance. According to the physician there was a communication break down during threshold testing. From this time point on it was no longer possible to interrogate the pacemaker. The device was explanted and will be returned for analysis. Another device was implanted. It was reported also that follow-up data from 2013 predicted a much longer remaining battery lifetime than one year.